Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(6) was completed. Upon investigation the electrode belt failed an ECG fall-off test. The ECG "c&d" cable was pulled from the strain relief, damaging connector j704 on the distribution node (dn) pca and causing the fall-off failure. The root cause for the damaged cable was excessive force. Per the attached download data, there is no evidence to suggest that this damage caused or contributed to the treatment event or subsequent patient death. The device ecgs were fully functional during device use. The damage to the electrode belt likely occurred sometime after the device was removed from the patient.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2018. The patient degraded to vt at 23:24:56 on (B)(6) 2018. The lifevest delivered two appropriate treatments at 23:25:32 and 23:25:32 but the treatments were unable to convert the arrhythmia. The lifevest battery pack was removed and the device was shutdown at 23:26:12, preventing the lifevest from providing any further treatments. The patient was in (B)(6) at the time the battery was removed. It is unknown if the patient was conscious and removed the battery, or whether the battery was removed by a bystander. There is no additional information available surrounding the treatment event. The patient's wife reported that the patient passed away while wearing the lifevest between 8-9pm on (B)(6) 2018 (two days after the treatment event). Lifevest download data indicates that the lifevest was never activated again after the device was shutdown on 23:26:12 on (B)(6) 2018.